Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge detection message during basal delivery. Customer's blood glucose level was not impacted. Customer was able to reload the cartridge onto the pump and resume insulin delivery.